Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure (post tether removal) the leadless implantable pulse generator (ipg) exhibited right ventricular (rv) lead undersensing and tine issues. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.